Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.0 for mechanical circulatory support. It was reported the impella was placed after an emergent coronary artery bypass graft was performed during forty-five minutes of cardio-pulmonary resuscitation, reportedly the team was unable to wean the patient from the heart lung device. While on support the patient developed hemolysis. Additionally, it was reported that the patient experienced disseminated intravascular coagulation and massive bleeding from all insertion sites. Reportedly care was withdrawn due to multiple organ failure. Additional information was provided that noted the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.